Event description:
In 2009, the pt reported that she had been experiencing frequent e4 (occlusion) errors on her infusion device. She stated that she receives e4 errors at least 1-2 times per month which cause her blood glucose to become elevated. She stated that she received several back-to-back error messages the day prior, and she switched to her backup infusion device. Her blood glucose was elevated to 20 mmol/l (360 mg/dl) and she injected insulin to lower her blood glucose to her normal range. Review of the alarm history of the primary infusion device showed an e1 (cartridge empty), e2 (battery depleted), e4 (occlusion), and e8 (power interrupt) errors. To troubleshoot, the pt was instructed to disconnect from her infusion site. She checked the battery setting and it was programmed to receive alkaline batteries. She was using rechargeable batteries and was advised she must properly set the battery type. She stated that she changes her infusion site every 2-5 days. She was advised to change the infusion site every 2 days. She stated that she "recycles" her infusion tubing and uses it for longer than 6 days. She was advised to change the infusion tubing every 6 days. The pt was assisted with switching back to her primary infusion device. She was not experiencing an e4 at the time of the report. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.